Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was mist likely use related since the pump pulled back into the aorta during repositioning.

Event description:
The complainant reported that an echocardiogram was performed at bedside due to impella cp in ventricle alarm occurring. The impella cp was in the papillary muscle. Upon attempting to reposition, the impella retracted into the aorta. Attempts to advance back into the left ventricle were unsuccessful and the cp was explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. The root cause of hemolysis was most likely due to pump was not in the proper position corresponded with the time hemolysis was reported per clinical description. The root cause was the same findings as the previously reported manufacturer device report number 1220648-2024-16927-1. B1: revised to reflect both adverse event and product problem. B2: selection revised to reflect the additional information. B5: revised to include the additional information received from the clinical site. H1: type of report revised to reflect serious injury. H6: revised to reflect additional failure modes reported by the clinical site. Instructions for use: impella cp with smartassist system: section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction, ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ g1 reporting contact email revised on manufacturer device report 1220648-2024-16927 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-16927.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella device used: ¿(B)(6) 2024 hemolysis with dark red urine. Hcg 10.4 before procedure. (B)(6) 2024 hgb 11.2 hemoglobin stable. No blood products given at this time.¿